Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve, the valve moved on the balloon and was no longer centered. Therefore, the valve was placed in the descending aorta and a second valve was successfully implanted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no. 2015691-2016-01418. Image review was completed by an edwards proctor. The procedural cine images were submitted for review, however, no echo provided. Upon review of the procedural angiography it was observed the native leaflets and rca were heavily calcified, bav was good, no pvl was seen with injection, the first valve to cross the annulus was not aligned on the balloon per IFU, the distal marker was seen in the lv, the first valve embolized and was deployed in the descending aorta, and the second valve was deployed well. Impressions: no images were provided of the valve alignment or ¿movement of balloon¿. The only image available showed the first valve, prior to deployment, was not aligned between the markers on the balloon per the IFU. The distal marker was seen in the lv, which deployed the valve unevenly and caused the valve to embolize. In this case, the complaint of valve movement on balloon could not be confirmed as images were not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.